Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the residual glue at the tip of the probe broke off inside the patient during surgery; all pieces were retrieved.

Event description:
It was reported that the residual glue at the tip of the probe broke off inside the patient during surgery; all pieces were retrieved.

Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known. Alleged failure: the glue at the tip of the probe broke off and was retrieved during surgery. The failure(s) identified in the investigation is consistent with the complaint record. Based on the visual inspection a possibility of the excess glue on top of the ceramic potentially breaking off during use. Additionally, the account confirmed nothing left inside the patient. The probable root cause/s could be an excess force applied to the probe will contribute to the excess glue detachment, the cleaning/wiping off the excess glue after applying was not performed during assembly and protective measure: in process inspections. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.